Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2017 with blood glucose level was 360 mg/dl to 320 mg/dl at time of incident. The customer¿s blood glucose level was 480 mg/dl and 306 mg/dl. The customer also reported long air bubbles in the tubing. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer was assisted with troubleshooting. The customer also received motor error and no delivery alarms. The customer was treated with manual injection, fluids and insulin. The insulin pump will not be returned for analysis.